Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracoscopy procedure, after firing second cartridge, stapler got stock and did not open. Device was locked on tissue and was removed with manual override after trying to squeeze the closing trigger while simultaneously depressing the anvil release button and knife reverse switch. The jaws were opened and procedure was successfully completed. Patient consequence and status unknown.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2021. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? With manual override (reverse button did not work) what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All of these three mentioned did the jaws eventually open? Yes, after manual override is the current patient status known? Unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown h1: MDR decision: not reportable.